Event description:
A malfunction alarm, specifically alarm 20, was reported during pumping. The customer declined to answer whether the issue caused their blood glucose level to exceed 500 mg/dl. Technical support arranged for a replacement pump to be sent, instructed the customer on putting the pump into storage mode, and ensured the problematic pump is returned with a pre-paid label within 10 days. The customer will use multiple daily injections as a backup therapy.